Manufacturer narrative:
Follow-up information received on (B)(6) /2014. Follow-up attempts were made, with no response to date. Follow-up (B)(6) 2014. Quality department provided result of product technical complaint analysis (company global ptc number (B)(4)). Final assessment: since no product was returned to us for investigation, an investigation of the actual device involved in this complaint could not be performed. Typically, one would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since there was no valid lot number for this case, it was not possible to conduct a review of the manufacturing batch record. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither technical batch investigation nor a batch cluster review in the company pharmacovigilance database a for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded 'unconfirmed quality defect'. Based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure inserted in 2011 and experienced the following adverse events. On an unspecified date, she started to have pelvic pain, painful intercourse and bleeding all the time including clots the size of half dollars or larger. She was prescribed birth control pills to help with the bleeding and that failed. In 2012, she was submitted to a complete hysterectomy, leaving just the ovaries. She stated event date was (B)(6) 2011, however, no further information was provided regarding each event she presented in that date. No further information was provided. Reference (B)(4).